Event description:
It was reported that there was a discrepancy in the voltage between the transmission list and the quick look report. The issue was escalated for further investigation and found the transmission list uses a computed value and the quick look report uses raw transmission values. It is unknown at this time if providing differing values was part of the original intent or is in the requirements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.